Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an alert 38 to restart and the user experienced recurrent restart alerts, after which blood glucose rose and the user transitioned to backup therapy with manual injections. Symptoms included feeling unwell. Outcomes included hyperglycemia up to 560 mg/dl for approximately two hours, use of backup therapy, and negative ketone testing without medical intervention. Investigation included review of device history and case information with consideration of a stalled motor alarm and a malfunction of the pump drive component, as well as remote troubleshooting and replacement. Investigation of this device revealed a suspected consecutive stalled motor event consistent with a pump malfunction affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.